Manufacturer narrative:
This report is submitted on march 21, 2024.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024, and it is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.